Event description:
It was reported that the procedure was cancelled. The 65% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the rotawire was jammed inside the burr. They attempted to disconnect the rotalink burr and rotawire several times but were unsuccessful. The procedure was cancelled due to this. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was initially performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the proximal end of the wire. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the rotablator device with no resistance or issues. The returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the proximal end of the wire. The reported kink to the device was not able to be confirmed as there were no damages or defects identified to the rotablator device.

Event description:
It was reported that the procedure was cancelled. The 65% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the rotawire was jammed inside the burr. They attempted to disconnect the rotalink burr and rotawire several times but were unsuccessful. The procedure was cancelled due to this. No complications were reported and patient was good post procedure.